Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed (0.21 vdc). (B)(6) bluetooth pairing test was performed and passed. No share log was available for review. A review of the bin file was performed and a low transmitter battery alert was found in the log. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.